Event description:
It was reported that a deflation issue and removal difficulty occurred. A 5.00 x 8mm synergy megatron drug-eluting stent was advanced and deployed. The delivery system balloon failed to deflate completely and could not be retracted into the guide catheter. The delivery system and guide catheter were removed together and the procedure was completed with no patient complications.